Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle there was not working. The following was received by the initial reporter: consumer stated, insulin is leaking when taking injection from the patient end of pen needle. Stated, sometimes the non patient end does not attach to the pen stated, her blood sugar has been high, in the 300's. Stated, today only, she was 244 before her injection and after taking the injection, her numbers came down to 148 one hour later. She does not have or know the exact blood sugar numbers before today, she only mentioned they have been in high 300's. Stated, she does prime before taking injection and she does not pinch up.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jan-2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle there was not working. The following was received by the initial reporter: consumer stated, insulin is leaking when taking injection from the patient end of pen needle stated, sometimes the non patient end does not attach to the pen stated, her blood sugar has been high, in the 300's stated, today only, she was 244 before her injection and after taking the injection, her numbers came down to 148 one hour later she does not have or know the exact blood sugar numbers before today, she only mentioned they have been in high 300's stated, she does prime before taking injection and she does not pinch up.